Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient told the caller that it felt like the ins was moving around in their back. Caller also asked if patient's ins was out of date and if that was why the issue was happening. Patient services reviewed current non-rechargeable ins models and redirected to their healthcare provider to further address the issue.